Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was wet with insulin that was intended to be delivered to the patient. The patient noticed the cannula of the infusion set was missing after removing the headset. The cannula was missing from the headset out of the box. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion set lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.